Event description:
During preparation for a coronary artery bypass graft surger, while the seal was being loaded into the delivery tube, the end began to unravel. The tail was cut off and the surgeon proceeded to deploy the seal. Upon deployment, the seal did not come out of the delivery tube. A replacement device was used to complete the case. No patient complications was reported.